Event description:
The dealer reported that the bed had a broken weld. This issue could cause product instability and the med may collapse with the user in it, causing them injury.

Manufacturer narrative:
Invacare awareness date is (B)(4) 2013. Complaint was not given to regulatory affairs for processing until (B)(4) 2013.